Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review of the egm, ts noted possible loc on the lv lead. Ts discussed review findings with the hcp and recommended for the patient to be scheduled for an in-office visit for further evaluation. No adverse patient effects were reported. The lv lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review of the egm, ts noted possible loc on the lv lead. Ts discussed review findings with the hcp and recommended for the patient to be scheduled for an in-office visit for further evaluation. No adverse patient effects were reported. The lv lead remains in service. Subsequent additional information was received from the field representative who reported that the patient visited the clinic, and the lv lead was tested and evaluated. Xray images were taken which showed no issues with the lead. The physician was unable to determine the cause of the loss of capture (loss of capture (loc). The physician reprogrammed the device which resolved the issue and will continue to monitor the patient at this time. No additional adverse patient effects were reported. The lv lead remains in service.